Event description:
On (B) (6) 2010, company rep reported he spoke with the pt who reported a blood glucose reading of around 500 mg/dl and experienced vomiting. Pt disconnected the call. On call back to pt, she reported receiving an occlusion with her new infusion sets so she switched to her backup infusion device. Pt did not feel well so will call back. Pt's normal blood glucose is around 160 mg/dl. On call back from pt on (B) (6) 2010, pt reported backup infusion device was functioning as intended and she was getting better while on the device. Pt stated the issue with occlusions had persisted over the past few weeks. She reported she will change the infusion set and several hours later. The issue will occur again while administering her hourly basal rate. Reviewed use of accessories. Pt reported her blood glucose was still elevated but not like it was on (B) (6) 2010. Pt stated she has not been able to check her blood glucose since (B) (6) 2010. She stated her last reading was taken at 9 pm and was 334 mg/dl; she took 7.5 units of insulin. Advised pt to switch back to her primary infusion device with a new infusion set. Advised her to change accessories as recommended. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement was sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.